Manufacturer narrative:
Based upon the clinical findings, type 1a and type ilib endoleaks, conversion and explant were confirmed. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Although a design or manufacturing root cause for the endoleak could not conclusively be determined.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device not returning.

Event description:
It was reported the patient had a procedure on (B)(6) 2015 with a bifurcated, a suprarenal and an infrarenal aortic extension. Subsequently, the patient came into the hospital with a back pain. Computed tomography revealed an endoleak between the suprarenal and infrarenal that was previously implanted. Since endovascular was not the optimal option, the physician decided to explant the bifurcated device and correct the endoleak via open surgery. No patient injury reported.